Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptoms are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence. During a surgical procedure, urethral atrophy was identified, as the physician noted a significant gap between the cuff and the urethra. The device was functioning properly; it remained intact and cycled as intended. It was also noted that the cuff had been appropriately sized and correctly positioned at the time of the original implantation. The existing 5.0 cm cuff was explanted and replaced with two 4.5 cm cuffs. No additional patient complications were reported.